Event description:
Pt assisted back to bed from being on commode. Pt on bipap. When back to bed the pt's saturation started to drop down to 74%. Nurse looked at bipap machine and the machine was off. Nurse turned bipap machine back on and the pt's sats returned to 92% within less than one min. Per the nurse, the bipap machine was running when pt was being put back to bed - machine spontaneously shut off. The bipap machine was returned to the rental co, who evaluated the unit in accordance with MFR's specs. Under testing conditions, it was determined that the alleged malfunction of the equipment could not be duplicated.